Event description:
It was reported that a malfunction occurred on the pump. The issue caused the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). The customer reset the pump before contacting technical support, expressed discomfort in using the pump, and switched to multiple daily injections. A replacement pump is being provided, and no further technical support is required.